Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report a motor error alarm, a motor position encoder error alarm, and an off no power alarm. The customer's blood glucose level was unknown. The customer performed the self-test and it passed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery and alarm confirmed in the history file. The motor was tested outside to the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump monitored for several days and no blank display noted. The insulin pump received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected off no power alarm noted. The low battery alarm functioned properly. No check settings alarm during testing. The insulin pump was unable to perform the unexpected restart error, occlusion and excessive no delivery test due to motor error alarm. No unexpected resetting during testing. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.